Manufacturer narrative:
It was reported that during use of the device for a carpal tunnel procedure, the patient experienced an "internal burn to the skin." When the burn was noticed, a graft was reportedly placed. No further adverse impact, medical intervention, or follow-up care was reported. No sample has been received by the manufacturer. A root cause was unable to be determined. Due to the reported burn and need for graft placement, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a burn during use of the device.

Manufacturer narrative:
A sample was returned and evaluation has been completed. Visual inspection of the returned sample found that the bipolar forcep had been split in half, rendering it inoperable. An internal stock check found no additional devices from the reported lot in inventory. An exact root cause for the reported product problem/issue could not be determined. If additional relevant information becomes available another supplemental medwatch will be filed.